Event description:
The user facility reported a patient was initially implanted with an impella cp device as preoperative placement and then escalated to an impella 5.5 device after coronary artery bypass graft surgery. The patient subsequently expired from sepsis and disseminated intravascular coagulation (dic) due to infection approximately 27 days after start of support. Postoperative cardiac function did not recover well, and therefore the patient was escalated to an impella 5.5. Report stated before the emergency bypass, the patient had developed "80% of infections," which was noted to be likely due to the patient's condition rather than the impella insertion site. However, no alternative cause for the event was identified as a likely cause of such event. Additional information was subsequently received and noted the patient's demise was related to the impella 5.5 device as the patient expired from sepsis and dic (noted as the cause of death).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿